Manufacturer narrative:
Pump passed displacement test and unexpected restart error test. No unexpected restart error alarm and no resetting time/date after changing battery noted. Pump received with cracked battery tube thread, broken belt clip slot, cracked reservoir tube lip, cracked reservoir tube, cracked reservoir tube window, cracked case near display window corners, cracked on display window and minor scratches on display window noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a recurring unexpected restart alarm. Blood glucose level at the time of the incident was 360 mg/dl and treated with manual injection. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.